Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2023 by the orthopedic journal of sports medicine ¿reduced incidence of revision anterior cruciate ligament reconstruction with internal brace augmentation.¿ the study reviewed 191 patients and identified acl/pcl instability requiring reoperation with bioabsorbable interference screws in 33 patients during the 2-year follow-up period. Ref: daniel av, wijdicks ca, smith pa. Reduced incidence of revision anterior cruciate ligament reconstruction with internal brace augmentation. Orthop j sports med. Jul 2023;11(7):23259671231178026. Doi:10.1177/23259671231178026.